Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had often displayed e7 (electronic error). It was also reported that the rubber covering of the up button was torn and the vibra-alarm in the device was no longer functioning consistently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.